Manufacturer narrative:
H6. Method: review of the inspection/mfg records, operative reports, and x-rays was performed. H6. Results: device was documented to be within the respective design specs. No product or process deviations were noted. Bone resorption is evident on the x-ray taken 5/1997. It is most prevalent in the mid-stem region. This is confirmed by the operative report from 7/97 when the stem was removed and osteolytic regions were found in the femur. However, the acetabular component was well fixed and when extracted, removed acetabular bone. H6. Conclusions: exact cause of acetabular wear cannot be determined from the info provided. Evaluation of the actual components would be required to determine their performance.

Event description:
Revision surgery due to extensive poly wear & bone lysis.